Manufacturer narrative:
Ous MDR - both the mechanical and electrical performance of the lead under complaint were scrutinized. The analysis did not reveal any sign of a material or mfg problem. Particularly with regard to sensing problems as mentioned in the complaint, the measurement results proved to be within the value range defined by the design specifications. There were no deviations from the specifications that could not have been related to the electrical issues mentioned in the complaint . The broken silicone insulation at the is-1 connector could be confirmed. Despite this fact, fixation helix could be fully extended and retracted. The measurement results demonstrated no deviations with respect to the design specifications. Since within the scope of this analysis there was no evidence of a material or workmanship problem, the origin of the damages to the is-1 connector is unk. Mechanical forces while implanting/explanting the lead should be taken into consideration.

Event description:
Ous MDR - the is-1 connector was found damaged. The silicone insulation close to the ring connector was broken.